Event description:
It was reported that during the implant procedure, device was unable to pace despite other measurements in normal range. Leads tested normal via analyzer. A new device was implanted with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to pace was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The pacing function of the device was normal.